Event description:
A malfunction alarm was reported on the pump during the loading process. The customer did not indicate any adverse impact on their blood glucose level. Technical support assisted the customer with a new cartridge, but the alarm persisted, leading to the decision to replace the pump. The replacement pump was confirmed to be under warranty, and instructions for switching to manual daily injections as a backup were given. Additional guidance was provided on putting the pump into storage mode and returning it with a pre-paid label, which the customer acknowledged and understood.